Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin leaked when he pulled the plunger to fill his reservoir. The caller mentioned that leaks were at the end of the reservoir and past the o-rings. The blood glucose reading was 89mg/dl. No further information was provided.